Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Cause of elevated bg level was unknown, however, customer believes a change of insulin contributed to the event. Bg was treated with intravenous insulin and fluids. No additional information was provided.